Manufacturer narrative:
As of 03/22/2023 returned product and retained samples were submitted to the lab with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to relevant tests/laboratory data section of this report for further details.

Event description:
On the initial report received by aso on 02/27/2023 consumer stated that the product burned her daughter; she had the product on her leg for about a day and a half. Consumer contacted the child's physician. Consumer returned customer information request (cir) on 3/17/2023. The consumer reported that when her daughter removed the bandage, it left a square in the middle and had small blisters. The consumer stated that the dr. Requested her daughter to take an allergy medicine and itch cream. Symptoms were corrected after stopping using the product. In addition, the consumer confirmed that the issue was with the pad area.